Event description:
It was reported that this left ventricular (lv) pacing lead exhibited high, out of range impedances of greater than 3000 ohms. The historical trend data shows that this has been a consistent measurement for more than 12 months. The patient was recently seen in clinic, and it was noted that the physician is aware of the impedance measurement. This lead is sensing and pacing appropriately. The related pulse generator is programmed to anti-bradycardia pacing for the right ventricular (rv) lead only. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional information. The field representative indicated that they were unaware of this event and have not been contacted by the facility to assist with management of this case; however, noted that it appears that the necessary programming changes had been previously made (rv only). Should any further information become available, a supplemental report will be provided.

Manufacturer narrative:
Please note that in section e., the initial reporter information has been changed/corrected to unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) pacing lead exhibited high, out of range impedances of greater than 3000 ohms. The historical trend data shows that this has been a consistent measurement for more than 12 months. The patient was recently seen in clinic, and it was noted that the physician is aware of the impedance measurement. This lead is sensing and pacing appropriately. The related pulse generator is programmed to anti-bradycardia pacing for the right ventricular lead only. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: a new alert was received via latitude (remote monitoring) which indicated that the left ventricular amplitude was out of range, and there was oversensed noise observed on the presenting electrogram. The impedance measurement still remains out of range at greater than 3000 ohms. Further review was recommended. This lead still remains implanted with no adverse effects reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this left ventricular (lv) pacing lead exhibited high, out of range impedances of greater than 3000 ohms. The historical trend data shows that this has been a consistent measurement for more than 12 months. The patient was recently seen in clinic, and it was noted that the physician is aware of the impedance measurement. This lead is sensing and pacing appropriately. The related pulse generator is programmed to anti-bradycardia pacing for the right ventricular lead only. This lead remains implanted and in service. No adverse patient effects were reported.